Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er220 clip dropped (not feel in patient). Another device was used to complete the case. There was no consequence to the pt.